Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The cause of the reported stroke remains unknown.

Event description:
Following a persistent atrial fibrillation ablation procedure, the patient experienced a stroke. An echocardiogram was conducted at the beginning of the procedure and no thrombus was observed in the left atrial appendage. The patient's activated clotting time was noted to be above 300. The patient was noted to be stable and was kept at the hospital to be monitored. There were no issues during the procedure or performance issues with the device. Further information was attempted to be gathered on any intervention conducted, but to no avail.